Manufacturer narrative:
Device evaluation of monitor sn (B)(6) and electrode belt sn (B)(6) is underway. Upon initial evaluation, the monitor and electrode belt were extensively damaged. The monitor was unable to power on or download. The electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. H4: device manufacture dates: monitor: 04/09/2013; belt: 11/17/2011. Device serial numbers entered incorrectly. Correct serial numbers are: monitor: sn (B)(6); belt: sn (B)(6). Device manufacture dates are still correct. See updated evaluation below: device evaluation of monitor sn (B)(6) has been completed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pca's. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(6) has been completed. Upon investigation the electrode belt was unable to communicate with a test monitor. The cause for the failure was isolated to a thermal damage to multiple components on the distribution node pca. The root cause for the thermally damaged pca could not be positively identified. It was reported that ems personnel externally defibrillated the patient. The lifevest is not defibrillation-proof.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient collapsed at home before being taken to the hospital and passing away. It was reported that ems performed resuscitation efforts for approximately 30 minutes. Per clinical review of the available ECG's, the device was started up at 13:42:46 on (B)(6) 2020. An arrhythmia was detected two times from 16:02:06 to 20:34:36. The ECG shows a sinus rhythm at 80 bpm with nsvt. Detection stopped at 20:34:39 on (B)(6) 2020. An arrhythmia was detected at 08:54:02 on (B)(6) 2020. The ECG shows af at 100 bpm with pvc's. The rhythm then degraded to vt at 280 bpm for approximately 26 seconds. The rhythm then self-converted to af from 90 bpm to 130 bpm with pvc's. The patient was not in the detection sequence long enough for the lifevest to deliver a treatment before their rhythm self-converted to a slower rate. Detection stopped at 08:55:04. The continuous ECG recording ends at 11:10:36 on (B)(6) 2020. The patient was in af at 100 bpm with pvc's at the end of the continuous ECG recording. The continuous ECG recording resumed at 11:11:10 on (B)(6) 2020. The patient was in af at 130 bpm, degrading to vf at 11:16:03. The patient was in vf for approximately 10 seconds before the recording ends. Further information was unable to be obtained at this time due to the monitor being unable to power on or download. See updated event description below: a us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient collapsed at home before being taken to the hospital and passing away. It was reported that ems performed resuscitation efforts for approximately 30 minutes during the event, including externally defibrillating the patient. Per clinical review of the available ECG's, an arrhythmia was detected at 08:54:02 on (B)(6) 2020. The patient was in af at 100 bpm with pvc's, which degraded to vt at 280 bpm. Gel was released at 08:54:26. The patient's rhythm then self-converted to af, preventing the lifevest from delivering a treatment. The patient was in vt for 26 seconds before the rhythm self-converted. The lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. The battery was removed and the device was shutdown at 11:09:45. The device was powered up again at 11:11:01. The patient was in af at 130 bpm at the time the device was powered up. The patient's rhythm degraded to vf at 11:16:03. Arrhythmia detection began at 11:16:12, while the patient was in vf. At 11:16:14, the ECG data became corrupted where further information was unable to be obtained regarding the arrhythmia detection. The reason for the data corruption is unknown. After the data corruption, 35 seconds of ECG data was able to be recovered; the clock timestamp associated with the recovered data could not be established. Review of the recovered ECG data indicated that the patient was in a life-sustaining rhythm at 96 bpm with one pvc. During the ECG data corruption time period, it is unknown if the lifevest delivered a treatment to convert the patient's arrhythmia, or an external defibrillation was delivered by ems to convert the patient's arrhythmia. It was reported that the patient passed away at approximately 11:50:00.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. Upon initial evaluation, the monitor and electrode belt were extensively damaged. The monitor was unable to power on or download. The electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Device manufacture dates: monitor: 04/09/2013, belt: 11/17/2011.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient collapsed at home before being taken to the hospital and passing away. It was reported that ems performed resuscitation efforts for approximately 30 minutes. Per clinical review of the available ECG's, the device was started up at 13:42:46 on (B)(6) 2020. An arrhythmia was detected two times from 16:02:06 to 20:34:36. The ECG shows a sinus rhythm at 80 bpm with nsvt. Detection stopped at 20:34:39 on (B)(6) 2020. An arrhythmia was detected at 08:54:02 on (B)(6) /2020. The ECG shows af at 100 bpm with pvc's. The rhythm then degraded to vt at 280 bpm for approximately 26 seconds. The rhythm then self-converted to af from 90 bpm to 130 bpm with pvc's. The patient was not in the detection sequence long enough for the lifevest to deliver a treatment before their rhythm self-converted to a slower rate. Detection stopped at 08:55:04. The continuous ECG recording ends at 11:10:36 on (B)(6) 2020. The patient was in af at 100 bpm with pvc's at the end of the continuous ECG recording. The continuous ECG recording resumed at 11:11:10 on (B)(6) 2020. The patient was in af at 130 bpm, degrading to vf at 11:16:03. The patient was in vf for approximately 10 seconds before the recording ends. Further information was unable to be obtained at this time due to the monitor being unable to power on or download.